Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to high impedances and a lead migration which was confirmed via x-ray. As such surgical intervention took place where the lead was replaced, and therapy restored efficiently.